Event description:
It was reported that a posey bed-acute care/ltc model 8050 has zippers on the canopy that are broken, not sure which zippers it was, canopy was already packaged to be returned. No pt injury reported.

Manufacturer narrative:
Eval results: (other) - large window a the zipper slider is missing. On the front side a there is 2 inches of broken stitches in elements on the red mattress envelope zipper. Backside b the mattress envelope has a small hole on the bottom and the drainage port has a 1 inch vinyl tear at the start and end of the zipper. Right side c the left leg has a hole in the vinyl. Right side c the left leg is missing the houdini clip.